Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 77mm diameter abdominal aortic aneurysm. It was reported that during a return follow up approximately 2.5 years post index procedure, the physician indicated a type ia endoleak was present. The patient received treatment with the implantation of heli-fx endoanchors. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.